Event description:
Dr. Fowarded an e-mail he received from another dr. This e-mail states that the dr. Who sent the e-mail will be revising an lcs p/s pt to a standard lcs poly in about a month to "relieve" pt"s "symptoms". The pt's surgical indication was anterior knee pain; arthrofibrosis and effusion.